Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5

Event description:
A user facility registered nurse (rn) reported an external dialyzer leak occurred 15 minutes after the start of hemodialysis (hd) treatment, it was reported an external blood leakage was observed in the upper filter head of the dialyzer. The machine did not alarm. Fresenius bloodlines were being utilized for the treatment and it was reported approximately 10ml of the patient¿s blood was returned. The estimated blood loss (ebl) was 10ml the patient was able to complete treatment on the same different machine after re-setting up supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Photos were provided for the investigation. The sample was no longer available to be returned for evaluation.

Event description:
A user facility registered nurse (rn) reported an external dialyzer leak occurred 15 minutes after the start of hemodialysis (hd) treatment, it was reported an external blood leakage was observed in the upper filter head of the dialyzer. The machine did not alarm. Fresenius bloodlines were being utilized for the treatment and it was reported approximately 10ml of the patient¿s blood was returned. The estimated blood loss (ebl) was 10ml the patient was able to complete treatment on the same different machine after re-setting up supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Photos were provided for the investigation. The sample was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the customer provided three photographs. One photograph shows the label side of the dialyzer, with what appear to be blood smears being present on the label. The other two photos are the same and shows the header side of a dialyzer and blood is shown on the exterior of the dialyzer housing and the header cap. There appears to be a crack on the side of the header cap where the blood is seemingly foaming out of. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an external blood leak and was confirmed with a provided video (a header leak; unknown cause). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. The complaint is confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported after 15 minutes of hemodialysis (hd) treatment, a an external blood leakage was observed in the upper filter head of the dialyzer. The estimated blood loss (ebl) was 10ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Photos were provided for the investigation. Additional information was requested but was not received to date.